Event description:
The complainant reported that the sterilizer is indicating a warning that the door is open. The user facility's supervisor reset the sterilizer, opened and closed both doors and the door open warning is still displaying on the cycle printout. The supervisor ignores the warning and starts the cycle. The five minute cycle does not abort but the computer system will not approve the load because of the door open warning. The complainant is questioning if the instruments are sterile and should be reprocessed.

Manufacturer narrative:
Steris monitors relevant websites and social media sources per our social media policy to identify potential complaints. Through this process, steris identified an anonymous post reporting if instruments present in the cycle are sterile and should be reprocessed as the prevac steam sterilizer has a warning that the door is open. Steris responded on two separate occasions on the social media post and provided contact information for a steris product manager including name and phone number however; steris has not received a response. Based on the information provided in the anonymous post this event appears to meet our reporting criteria for medical devices. A follow-up report will be submitted if additional information becomes available.